Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos (general purpose operating system) cpu assembly was evaluated and reseated. There are no conclusion at this time as the fse continues to trouble shoot the system.

Event description:
The customer reported that the system displayed an error, failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
Further information was received from the field service engineer on (B)(6) 2016. The fse indicated that the complaint associated with this medical device report was opened in error on the wrong device. There is no MDR reportable event associated with this device.